Event description:
The device was used during a laparoscopic cholelcystectomy. It was reported the clips from a device were falling out of the jaws. Another device was opened to complete the procedure. There was no consequence to the pt.